Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegation is that pump only beeped without error message on display. Customer declined replacement. Customer wants to keep his pump. No adverse event alleged.